Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, the hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl with ketones present, while wearing the pod between 4 and 24 hours on the hip/buttocks area. The pink slide did not move forward, indicating a needle mechanism failure. Hyperglycemia treated using a backup method (unspecified).

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 1726 pulses and was deactivated by the user. Small cracks were found on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.